Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the balloon of the bard f18 foley catheter ruptured in the patient during operation at 19:30. A new urethral catheter was indwelled, and the patient reportedly experienced increased pain. Per additional information received via email on 16 january 2020 from ibc representative, there were no missing pieces of the balloon.